Manufacturer narrative:
G4: 06jan2020. B4: (B)(6). The service technician confirmed the issue was resolved by replacing the gds (gas delivery system). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27apr2020. B4: 30apr2020. A gas delivery system (gds) was returned for analysis for the machine and proximal pressure sensors failure. An investigation was performed and the customer returned gds assembly was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06jan2020. B4: (B)(6) 2020. The diagnostic log reported failure is a result of the 35v failure, also have a 5v failure along with a spi (serial peripheral interface) bus failure and pm (power management) pcba (printed circuit board assembly) and mc (motor controller) pcba are most likely resulting in the burnt da (data acquisition) cable causing the spi bus failure. The voltage failures were corrected by replacing the pm pcba . The customer replaced the da to mc cable. In the process of replacing that cable found that the ribbon cable from the da pcba to the flow sensors showed signs of overheating. Customer replaced the ribbon cable also. The da pcba adc reference failure has been cleared but unit is now going vent inoperable with a watchdog test failure. Customer suspect the unit experienced a voltage/current anomaly that potentially affected several components, possibly the flow sensor assembly and or the central processing unit (cpu). A new gas delivery system (gds) was replaced and fixed the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 04dec2019. After customer replaced the (pm) printed circuit board (pcb) unit goes vent inoperable, consistent with machine and proximal pressure sensors failed. After checking the event log it appears consistent with oxygen flow sensor calibration data error, consistent with air flow sensor calibration data error, consistent with ovp circuit failed and consistent with barometer sensor range error were logged. After numerous attempts to obtain information on the repair of this device with no response, this complaint is being closed. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24apr2020. B4: 30apr2020. Power management (pm) board was also returned to failure investigation for analysis on the 35volt (v) supply failure. . An investigation was performed and this customer returned pm board produced an intermittent 35-volt failure due to a cracked solder joint and cold solder at r31. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17oct2019. The service technician confirmed the battery had sufficient voltage and the power management(pm) printed circuit board (pcb) was replaced however, after replacing the pm pcb unit powered on but got 3.3v supply error code.

Event description:
The customer reported unit will not power on. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.